Event description:
Cross-reference to / duplicate MFR report # 9610773-2014-00031. Olympus was informed that during a therapeutic transurethral resection of the bladder tumor (turbt) procedure, error code "e006 - non-conductive fluid" was displayed on an esg-400 electrosurgical generator after the operating surgeon activated the high-frequency output (output mode/output power level/effect: bipolar cut/200 w/2. Bipolar coagulation/120 w/2) while the distal end/tip of the hf resection electrode was located in an air bubble inside the pt's bladder. Once the procedure was continued, a popping sound occurred inside the pt's bladder and the operating surgeon felt a mechanical shock at his hand which was currently placed on the pt's lower abdomen. After the surgical team realized that the pt has sustained a bladder perforation, the procedure was converted to conventional/open surgery. The following attempt to repair the perforation was not successful as the air leaking from the bladder could not be stopped. Subsequently, a total cystectomy was performed and the pt was finally hospitalized.

Manufacturer narrative:
The suspect medical device and concomitant medical products were not yet returned to the MFR for eval/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unk. However, if the suspect medical device and concomitant medical products are returned for eval/investigation or add'l significant info becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) is abundance of caution.